Manufacturer narrative:
The device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Source of information was a retrospective study involving patients treated between (B)(6) 2012 and 2015, so reasonable expectation is all explanted material was discarded.

Event description:
It was noted through a medical journal that 11 patients contracted an infection requiring revision for removal of all or some of an unknown hydroset osteosynthesis material. The original procedure was completed successfully without a delay. There is no other information available regarding the event.

Manufacturer narrative:
A confirmation of the reported event was not possible because the complained devices were not returned and not enough information was provided. To gain more detail information about the event reported in literature, the author of the medical paper was contacted. It was stated that due to a lack of time and resources no further information will be provided. Therefore, also the checklist ¿infection complaints ¿ checklist customer¿ (cmfqf 13-040) could not be completed. This document is sent out by default to customers in case of infection complaints to provide more details about the event and support the determination of the root cause. For infection complaints expanded investigations are performed at the manufacturing site stryker orthopaedics in limerick (ireland) to assure that neither the complained device nor all related manufacturing process steps (e.g. Environmental monitoring, sterilization validations, tests) have caused or contributed to the reported event. Furthermore, it is evaluated that the risk assumptions in the related fmea are in correspondence with the reported event. All results of this expanded investigation were documented within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002). No discrepancies were found. Finally this complaint was discussed with the stryker senior biomaterials scientist. It was stated that the reported event represents an off-label use because hydroset was applied within a load bearing area. As a result of the load, cracks may occur within the material. Those cracks, as well as, micromotion of cement can lead to bacterial growth and infection. Thus, the off-label use might influence the occurrence of infections. This argumentation is also supported by the whitepaper ¿inflammation following the insertion of implants¿ that was generated by the stryker senior specialist clinical affairs and the stryker medical expert. In this whitepaper a factor potentially influencing the probability of surgical site infections is the dimension of the implant¿s surface. Due to the cracks the surface of the implant is increased. According to the paper, implants with large surface areas may generate a higher likelihood of infection as they represent more foreign body material, which is inserted into the human body, and because they provide a larger surface area available for colonization of bacteria. In summary, the root cause of this complaint can be attributed to a noncompliant usage of the product. Based on investigation and statistical evaluation there is no indication for any systematic design, material, or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was noted through a medical journal that 11 patients contracted an infection requiring revision for removal of all or some of an unknown hydroset osteosynthesis material. The original procedure was completed successfully without a delay. There is no other information available regarding the event.